Manufacturer narrative:
Product analysis #(B)(4):2021-03-25 19:05:52 cdt webmremotews, sfdcmnav product analysis task update: work order name: (B)(4), analysis summary text: action/resolution, completed full door sidewall adjustment. Replaced upper and lower door cap. Worked with (B)(6) to adjust upper and lower dingus. Adjusted door stop blocks. Opened and closed doors 10 times. Verified dingus fully engaging rotor spacer. Completed system checkout. Cable grade: a contact: (B)(6). Demo/eval unit: false hardware p/f: pass, imaging modalities p/f: pass inspection, and operational tests p/f: pass, instruments p/f: pass, mechanical inspection p/f: pass, record type: o2 system checkout (closed) software p/f: pass, status: completed. Does the system perform as intended?: yes. Visually inspected parts prior to instal: pass. Were hardware parts replaced?: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company rep. It was reported, that the covers were damaged and replaced. The covers were discarded. The serial numbers were not known. It was reported, the issue was resolved by adjusting both the upper and lower dingus. And completing the full door sidewall adjustment procedure.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the door sidewall was adjusted. The upper and lower door caps were replaced. The upper and lower dingus were adjusted. The door stop blocks were also adjusted. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: b i71000144, serial/lot #: unknown, ubd: , UDI#:. Product ID: bi71000135, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not open during the system check this morning. It would not move at all. The system was not scheduled to be used today. There was no patient involved.